Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation revealed that there was no system malfunction. Investigation of the case logs identified that the root cause was user technique. The software detected excessive force on the load cell during bone work. This is the result of skiving forces detected with a tool is inserted in the end effector. Software correctly detected this and alerted the user. Additionally, an interview with the clinical representative present at the case revealed that the surgeon was retracting skin near the drb. Skin retraction can put pressure on the quattro spike and drb, causing drb movement. This can lead to navigation integrity problems and lead to the misplacement of screws. The cause of the reported issue was traced to user technique.

Event description:
The site stopped using a surveillance sphere. The surgeon planned the inferior screws more like pelvic screws for easier rod alignment. After the merge, we inserted screws at l2 and l3. We did not get checks marks because they were left proud. The surgeon then inserted the screws at the pelvis. His assistant was retracting the entire time. All screws stimmed above 20ma, and when checked with a ball tip probe they were within the bone. When taking fluoroscopic images, the right pelvic screw was a little medial. He did not like it and removed the screw. When checking again with a ball tip probe, there was no breach. He decided to not place a pelvic screw on the right side. He then removed the drb and proceeded to replace the previous hardware and perform the tlif. All other screws were acceptable. When discussing with the surgeon, we believe that the tissue retraction caused him to be slightly more medial. In the past, I made them aware that retracting tissue can cause this. I then looked at the plan and saw that in the first 10-15mm the screw is in the sacroiliac joint. That may have also caused him to be pushed more medial than he planned. I think it was the combination of the two that caused the screw to be slightly misplaced. There was no adverse effect to the patient. Screw was not inserted under power.